Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a ventricular tachycardia ablation procedure using an 8f sheath. Reportedly, the proglide device did not achieve hemostasis. Manual compression was applied to achieve hemostasis. The patient was discharged and was re-admitted a day later for a pseudoaneurysm. No further clarification of the event was provided. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and similar complaint history of the reported device could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured). The patient effect of pseudoaneurysm is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. Based in the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.